Event description:
It was reported that during an unspecified procedure, the liberte monorail stent could not be deployed. The lesion being treated was located in the 90% stenosed right coronary artery (rca). The pt had an mi two days prior to this procedure. The lesion was predilated with an unk balloon. The liberte monorail stent could not be deployed and was removed from the pt, with significant resistance noted upon withdrawal. Another MFR's stent was used to complete the procedure. No pt complications were reported, and pt status was reported as 'okay'.